Event description:
Ligasure device was being used when the unit's jaw would close, but the unit would not cauterize. Unit was functioning normally outside of patient's body. A new ligasure was opened and functioned as designed by the manufacturer.